Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 5mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician deflated the occlusion balloon. The physician needed to place a second stent and reinflated the occlusion balloon to 5mm and occluded the vessel. Before the physician was able to insert the second stent the occlusion balloon deflated. The device was removed and replaced with another to complete the case.